Event description:
It was reported that during a sleeve gastrectomy procedure, the device did not hold pneumoperitoneum and air leakage noticed from the trocar. The trocar was replaced with a different unit of the same kind. Surgery was prolonged two minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).the returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology. (B)(4)